Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The returned unit did not pass physical testing. Evaluation found proximal extension leaks through distal extension and the distal leaks through the proximal lumen. The manifold was sliced and it was determined that this incident is attributed to improper cutting of the back end cuts on the extensions, prior to molding.

Event description:
As reported by the facility. Drew air into the catheter system during procedure.